Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that heparin tubing was changed and new heparin bag (concentration:1000 units/ml) hung on (B)(6) 2021. Volume to be infused (vtbi) was programmed for 200ml with infusion rate set at 1200 units/hr (or 12ml/hr). The programming verified by second rn. Later it was noted that the pump alarmed air-in-line. The heparin bag noted to be empty; however, the pump displayed vtbi of "193.1"ml and volume infused was "101.13"ml. Pump last cleared (B)(6) 2021 at 3:16. A full bag ran in unexpectedly after bag change. Patient's partial thromboplastin time (ptt) at 6:37 was 48, and increased at 1239, 1344, and 1423 to greater than 200. By 15:40, the ptt was 37. Protamine sulfate was administered and the patient was discharged to home on warfarin.

Event description:
It was reported that heparin tubing was changed and new heparin bag (concentration:1000 units/ml) hung on 02dec2021. Volume to be infused (vtbi) was programmed for 200ml with infusion rate set at 1200 units/hr (or 12ml/hr). The programming verified by second rn. Later it was noted that the pump alarmed air-in-line. The heparin bag noted to be empty; however, the pump displayed vtbi of "193.1"ml and volume infused was "101.13"ml. Pump last cleared 03dec2021 at 0316. A full bag ran in unexpectedly after bag change. Patient's partial thromboplastin time (ptt) at 0637 was 48, and increased at 1239, 1344, and 1423 to greater than 200. By 1540, the ptt was 37. Protamine sulfate was administered and the patient was discharged to home on warfarin. Received a copy of the customer's medwatch report from FDA which states, ¿heparin tubing was due to be changed today. Tubing was changed and new heparin bag hung. Volume to be infused(vtbi) programmed for 200ml. Rate 1200units/hr. Heparin drip was verified with second rn. Pump later started alarming air in line. Heparin bag noted to be empty. Vtbi 193.1 and volume infused on pump 101.13. Patient received entire heparin bag. Attending and hvi pharmacist notified. Ptt drawn. Protamine ordered and given. The pump was sequestered. Logs pulled. Bd contacted to return pump for evaluation."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. No devices received, log review only.